Event description:
Device was returned due to a possible incident. Limited info available. Per the facility, the pt may have tampered with the pump's settings. Exact outcome of this is unk. Facility wants to ensure that the pump has no permanent damage. Also, facility wants review of the event log and alarm log to see what exactly occurred. Incident took place in 2008.

Manufacturer narrative:
Device eval results will be provided when eval is completed.